Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)) and two (2) controllers ((B)(6)) were returned for evaluation. One (1) battery ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) driveline had previously been serviced. Failure analysis of the returned controllers revealed that the units passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports of the controller. Visual inspection of (B)(6) revealed that the cap on the serial port was missing. These are additional observation not related to the reported event. The most likely root cause of the observed controller port contamination and missing serial port cap events can be attributed to handling of the devices. An internal inspection of the controllers did not reveal any anomalies. Failure analysis of the reported pump revealed that the device passed functional testing. Visual examination of the returned segments of the driveline cable revealed yellowing of the outer sheath. This is an additional observation not related to the reported event. Based on historical review of similar events, the most likely root cause of the observed driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front preload measurement was found to be deviating from the specification. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Dimensional verification also revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. Further analysis revealed that the impeller could potentially contact the front housing at its outer shroud, which leads to increased starting friction at the housing to impeller interface; this increase in friction was investigated under the CAPA pr00532915 investigation. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Analysis of the event log file associated with (B)(6) revealed a controller power-up event logged on 26-mar-2023 at 10:33:05. Of note, following the controller power up event, the controller power down time was recorded with an invalid time stamp of 10:35:50. This is an additional finding not related to the reported event. The potential exists for the timestamp on a power down event written to the log files to be inaccurate. This is due to the timing of operations by the software used to calculate the power down time. The most likely root cause of the observed invalid timestamp event can be attributed to the software design for calculating the power down time. The data point recorded in the controller's internal logs prior to the loss of power, recorded at 10:32:50, revealed that revealed that (B)(6) was connected to power port 1 with 23% relative state of charge (rsoc) and (B)(6) was connected to power port 2 with 25% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2. No anomalies were recorded leading up to the loss of power. The controller was without power for a maximum of 15 seconds. Review of the alarm log file associated with (B)(6) then revealed one (1) controller fault alarm and one (1) vad stopped alarm were logged on 26-mar-2023. The controller fault alarm was logged at 10:33:07 due to a power out of range condition, during an attempted pump start event. The log files recorded pump's power consumption was significantly above normal operating range during the attempted pump start event, drawing more current from the battery. During the controller fault alarm, (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2; a safety alert word (saw) value was recorded on (B)(6), indicating an overcurrent alert. The vad stopped alarm was logged at 10:33:42 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by a controller power up event without a motor start, likely due to troubl eshooting during a controller exchange. Log file analysis associated with (B)(6)revealed a controller power-up event logged on 26-mar-2023 at 11:07:34 and subsequent vad disconnect alarm logged on 11:07:39, indicating that the controller was being powered up without the driveline connected, likely during troubleshooting in preparation prior to the controller exchange. The vad disconnect alarm cleared at 11:08:30, indicating the driveline was connected to the controller, review of the alarm log file associated with (B)(6) then revealed one (1) power disconnect alarm and one (1) vad stopped alarm were logged on 26-mar-2023. The power disconnect alarm was logged at 11:09:02 involving (B)(6), during an attempted pump start event. During the power disconnect alarm, a saw value was recorded indicating an overcurrent alert. The log files recorded the pump's power consumption was significantly above normal operating range during the attempted pump start, which required more current from the batteries. A controller power up event was then logged at 11:09:39, likely due to troubleshooting of the power disconnect alarm. The controller was without power for 37 seconds. Following the power up event, the vad stopped alarm was then logged at 11:09:53 due to a failure of the pump to restart after several attempts. As a result, the reported events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause of the controller fault alarm can be attributed to a battery connected to the controller with a low rsoc value during a pump start attempt with high power consumption, drawing more current from the battery and resulting in a power out of range condition. Based on the available information, the most likely root cause of the reported power disconnect alarm can be attributed to, but not limited, to the increased power consumption required by the attempted pump start event, drawing more current from the battery, and preventing the battery from providing power to the controller. The most likely root cause of the vad stopped alarms and observed high power event can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) was not in scope of fca cvg-21-q3-21, which was initiated for pumps with failures to restart. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller 2.0 (B)(6), d9: yes, return date: 02-may-2023 h3: yes dev rtn to MFR? Yes controller 2.0 (B)(6), d9: yes, return date: 02-may-2023 h3: yes dev rtn to MFR? Yes additional products: battery (B)(6), h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as the codes were revised. Additional product: serial#: (B)(6) revised-h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event was completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that data file review was performed and indicated that one (1) controller exhibited vad stop alarms, controller fault alarms and loss of power. A second controller indicated vad stop alarms and one (1) battery indicated power disconnect alarms.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Additional product: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: 30-nov-2020 / serial or lot#:(B)(6), UDI #:(B)(4) , d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 21-nov-2019 h5: no h6: FDA device code(s): a141204, a0708, a07 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: / catalog #: / expiration date: 30-nov-2020 / serial or lot#: (B)(6), UDI #: (B)(4), h3: no, device evaluation anticipated, but not yet begun d9: no h4: mfg date: 21-nov-2019 h5: no h6: patient ime code(s): e2402 h6: imf code(s): f02 h6: img code(s): g04035 h6: FDA device code(s): a141204 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650/ expiration date: 31-dec-2020/ serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 28-dec-2019 h5: no h6: patient ime code(s): e2402 h6: imf code(s): f02 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. The battery involved with this event has serial number bat810906. The corrected battery information is as follows: additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2020 / serial #: (B)(6), UDI #: (B)(4), d9: no, h3: yes, h4: mfg date: 24-jul-2019. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional product: brand name: heartware ventricular assist system ¿ controller ,model #: / catalog #: / expiration date: 31-jan-2021 / device available for evaluation: no , labeled for single use: no ,patient ime code(s): e2402 , imf code(s): f02 ,img code(s): g04035 , FDA device code(s): a26 , FDA method code(s): b21 , FDA results code(s): c21 , FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a "high alarm" and was exchanged. The ventricular assist device (vad) failed to restart and the patient subsequently expired.